Event description:
It was reported that tip detachment occurred. The 50% stenosed target lesion was located in the mildly calcified and mildly tortuous superficial femoral artery (sfa). A 6.0 mm x 40 mm, 135 cm ranger balloon was advanced to dilate the target lesion and after deflation and after it was pulled out of the catheter, the distal tip tore off. The patient was sent for open vascular surgery to remove the tip from the vessel and the procedure was completed. No patient complications were reported in relation to this event. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: returned product consisted of a ranger drug coated balloon catheter in three pieces. A device that appears to be the cordis 6f sheath also returned with the balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen is stretched 117.3cm from the hub and goes distal to the separation. The inflation lumen is separated 166cm from the hub. The middle section of the separated pieces is the distal end of the inflation lumen and the proximal end of the balloon. This middle piece is approximately 20mm long. The guidewire lumen has separated into three pieces. The proximal separation is 137.9cm from the hub. The proximal end of the middle piece is 157.8cm from the hub. The distal end of the middle piece is 169.7cm from the hub. The proximal end of the separation is 3mm from the tip. The guidewire lumen appears to be stretched starting 117.3cm from the hub and goes distal to the distal end of the middle piece. Microscopic examination revealed that the distal marker band is in the balloon approximately 12mm from the tip and it is no longer attached to the guidewire lumen. The balloon is separated 27mm from the tip. There are two circumferential tears to the middle separated piece. They are located 3mm and 8mm from the distal end of the separation. There is blood present in the inflation lumen, guidewire lumen, and balloon. The balloon is loosely folded. It was noticed that the device suspected to be the cordis sheath is separated and the tip appears to be damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that tip detachment occurred. The 50% stenosed target lesion was located in the mildly calcified and mildly tortuous superficial femoral artery (sfa). A 6.0 mm x 40 mm, 135 cm ranger balloon was advanced to dilate the target lesion and after deflation and after it was pulled out of the catheter, the distal tip tore off. The patient was sent for open vascular surgery to remove the tip from the vessel and the procedure was completed. No patient complications were reported in relation to this event. This product is only ous approved but is similar to an approved us device.